Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) ranged from 428 mg/dl to a level displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection and subsequently went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin and was released from the ER 4 hours later with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.